Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare provider contacted support to report that the patient had been experiencing consistent overnight low blood glucose levels. The patient had recently performed a reset of the device. A review of the patient¿s log data showed one overnight low that appeared to result from an overcorrection following a previous high. A follow-up call was placed to the patient to review the log data and gather additional information, but a voicemail had to be left. The patient later returned the call, and the blood glucose questionnaire was completed. The patient confirmed that their blood glucose levels had been affected, with a lowest reading of 49 mg/dl. No duration was provided for the time spent outside the target range. The patient did not report using back-up therapy and did not perform ketone testing. There were no recent steroid injections and no professional medical intervention or other assistance received. The patient reported experiencing sweating, shaking, and elevated heart rate during the low blood glucose episode. The patient understood that their clinical support team would review the logs and determine whether adjustments were needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.